Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30011021l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a ¿thrombus/clot¿ occurred. There were no patient consequences. Several ablations were performed and then the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body. Upon visual inspection, a clot was observed on the tip. Thermocool® smart touch® sf bi-directional navigation catheter tip was wiped with gauze and flushed and the procedure continued. Subsequently, there were multiple episodes of a clot being stuck to the tip of the catheter during the procedure. The procedure was completed without patient consequences.

Manufacturer narrative:
On 7/26/2018, additional information was received indicating the material found on the tip of the thermocool® smart touch® sf bi-directional navigation catheter during the procedure was presumed to be char. Several ablations were performed. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body. Upon visual inspection, what was initially thought to be a clot was observed on the tip, was later determined to be char. The thermocool® smart touch® sf bi-directional navigation catheter tip was wiped with gauze and flushed and the procedure continued. Subsequently, there were multiple episodes of char being stuck to the tip during the procedure. Procedure was completed without patient consequences. Patient has not exhibited any neurological signs or symptoms since the procedure. Generator was set on power control mode. There is no information regarding generator settings. There were no catheter issues related to temperature or flow. System did not present any errors. Physician did not report any product problems. Patient received anticoagulant during the procedure. Additionally, the product was returned to biosense webster for analysis on 8/02/2018. Initial visual finding indicate there were red colored residues seen on distal tip of the thermocool® smart touch® sf bi-directional navigation catheter. No other visual damages; char on the electrodes. The initial visual findings have been assessed as not reportable. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not an MDR reportable event. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a ¿thrombus/clot¿ occurred. There were no patient consequences. Several ablations were performed and then the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body. Upon visual inspection, a clot was observed on the tip. On 7/26/2018, additional information was received indicating the material found on the tip of the thermocool® smart touch® sf bi-directional navigation catheter during the procedure was presumed to be char. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not an MDR reportable event. Product evaluation details: the device was visually inspected and red colored residues were observed on the distal tip, this is related to the char/coagulum reported. Deflection test was performed and it was found within specifications; the catheter was deflecting correctly. Then the magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was working properly; the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications.; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the char/coagulum cannot be determined, char is a physical phenomenon of rf; it can be the normal result of the ablation process. Manufacturer¿s ref # (B)(4).